Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. There were no technical services requested by the customer or performed for the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A company employee reported an anterior capsule tear occurred during a viewing of a live laser assisted cataract procedure at a national ophthalmic meeting. Reporter indicated an incomplete capsulotomy with a tear occurred and the surgeon performed an anterior vitrectomy. Additional information has been requested.